Event description:
Olympus received a medwatch which stated "during an elective, scheduled endoscopic retrograde cholangiopancreatography (ercp), the gastroenterologist aborted the procedure stating the endoscope was too stiff to use. Staff had heard complaints from other physicians regarding this issue, but procedure scheduled knowing that the other hospital scope was out for repair. Patient transferred to another hospital to complete procedure."

Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The device will be routed to the service area. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3263ml. The patient's largest prescribed fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The nurse stated that since then the patient has received a transplant and is doing well. Product surveillance informed the nurse of the probable cause found during evaluation. The nurse confirmed that the patient never had any patient injury or medical intervention associated with this event.